Event description:
It was reported that the inflatable penile prosthesis (ipp) was no longer inflating. After cycling the implant, the doctor agreed a revision was scheduled. During the procedure, it was noticed that the system was empty, therefore a fluid leak was suspected from a hole in the device. The origin of the leakage was not identified, and all components were removed and replaced. There were no patient complications.